Event description:
It was reported that the user of an iLet device used a meal announcement as a correction for high blood glucose and received education on proper meal announcement and high blood glucose protocols. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem was identified, and the issue pertained to user interface factors in the context of an improper or incorrect procedure or method. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that unintended use error caused or contributed to the event.